Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement and rewind tests. The compromised force sensor system alarm occurred during basic occlusion test due to loose drive support disk. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address serial number label.

Event description:
The customer reported that she received a prime alarm on her insulin pump. Her blood glucose was over 300 mg/dl. The customer stated that the drive support cap to the insulin pump was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.